Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash for which her physician prescribed nystop. The rash improved with the prescription.